Manufacturer narrative:
Initial reporter phone# : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 42 bd ultra-fine¿ pro pen needles had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the needles purchased in a franchise store show signs of rust on the needles.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 7pcs retention samples were checked on IV point, no failure found.

Event description:
It was reported that 42 bd ultra-fine¿ pro pen needles had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the needles purchased in a franchise store show signs of rust on the needles.